Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon catheter removal difficulties were encountered. The target lesion was located in the moderately calcified ostium of the proximal right coronary artery (rca). A 10/3.25 flextome cutting balloon was used to dilate the lesion. During pre-dilation, a non-bsc guide catheter was placed proximally while performing inflation. After, deflation was performed and the balloon was completely rewrapped. The guide catheter was then engaged to the vessel with coaxial technique. When the balloon catheter was attempted to be removed from the patient, severe resistance was encountered and the balloon catheter could not be removed. Therefore, the whole system was removed from the patient and it was then noted that the blade of the balloon catheter cut into the distal tip of the guide catheter. As a result, the balloon catheter, guide catheter and the non-bsc guide wire could not be used any more. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was received over a 0.014 inch non-bsc guidewire and through a 7fr non-bsc guide catheter. The device was difficult to remove from the guide catheter as one of the blades was caught on the distal end of the guide catheter. However, the device was able to be removed after slight manipulation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Solidified blood and contrast media was present within the balloon and inflation lumen. Blood within the balloon or inflation lumen is evidence of a device leak. A visual and tactile examination found that the midshaft was stretched and damaged at 47mm distal to the midshaft/hypotube bond for a distance of 11mm distally. The hypotube was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. A vacuum was unable to be pulled for balloon preparation, possibly due to the presence of the solidified blood and contrast media within the balloon and inflation lumen. The device was soaked in a waterbath to help soften the solidified blood and contrast media. After soaking, a vacuum was pulled and a 0.014 inch guidewire was inserted through the tip of the device which then exited at the guidewire exit port without issue. The device was attempted to be inserted through an appropriate size guide catheter; however resistance was encountered at the damaged area of midshaft and the device could not be inserted any further. The device was removed from the guide catheter and positive pressure was applied in an attempt to inflate the balloon when liquid was observed to be leaking from a longitudinal tear in the balloon body at 2mm proximal to the proximal end of the distal markerband for a distance of 6mm proximally. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon catheter removal difficulties were encountered. The target lesion was located in the moderately calcified ostium of the proximal right coronary artery (rca). A 10/3.25 flextome cutting balloon was used to dilate the lesion. During pre-dilation, a non-bsc guide catheter was placed proximally while performing inflation. After, deflation was performed and the balloon was completely rewrapped. The guide catheter was then engaged to the vessel with coaxial technique. When the balloon catheter was attempted to be removed from the patient, severe resistance was encountered and the balloon catheter could not be removed. Therefore, the whole system was removed from the patient and it was then noted that the blade of the balloon catheter cut into the distal tip of the guide catheter. As a result, the balloon catheter, guide catheter and the non-bsc guide wire could not be used any more. No patient complications were reported and the patient's condition was good.